Event description:
It was reported that the patient was admitted for right heart failure from (B)(6) 2024 to (B)(6) 2024. A cardiac catheterization was done upon admission and on (B)(6) 2024 the patient had a peripheral edema.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was readmitted for right heart failure on (B)(6) 2024. Cardiac catheterization was performed upon admission, and the patient was noted to have low cardiac output, as well as elevated central venous pressure, pulmonary artery (pa) systolic pressure, pa diastolic pressure, and pa wedge pressure. On (B)(6) 2024, the patient had peripheral edema, and their cardiac index was noted to be low. It was stated that a causal relationship with the patient's equipment was unknown. The patient remained admitted until (B)(6) 2024. Due to hospital policy/patient privacy laws, the managing hospital will not communicate any additional information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.